Event description:
The reporter meter to hcp meter comparison tests, side by side, minutes apart. The results were 117 mg/dl on the meter, and 148 mg/dl on the doctor's meter (type unknown). Reporter did not have any symptoms. On follow-up, reporter stated that a control solution test done at the time of the report had been in range, but does not remember the results. No harm was alleged.